Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, episodes of oversensing due to noise on the right ventricular lead were noted. The lead was explanted and replaced. The patient was stable with no consequences.